Event description:
It was reported by the affiliate that the(1) tsw45 was used during an unknown procedure. It was reported that the device would not staple. There are no other details available. The case was completed with another device and with no pt consequence.